Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the therapy keeps turning off and they are "going like a racehorse" and "flooding". The caller noted issues with urgency and consistency. Caller noted that they called a couple times before about this. Upon further questioning, the caller was indicating that the external units were turning off. Agent explained externals should only be powered on when making adjustments. Helped caller connect to implant and change programs. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient mentioned unrelated medical history. This included the caller mentioned that they have had back surgery in the past. Throughout the call, the caller was either speaking to themselves or someone else and agent could not understand all the remarks. The caller noted that the externals are not staying charged, so they keep them plugged in. Reviewed how to properly power everything back down. Noted they should only need to charge once per week. During the call the caller commented about their setting and noted that they have friends with this implant that are much lower. Agent reviewed settings are individualized. The caller also noted dissatisfaction with their medtronic rep. Agent reviewed ps role and noted to call if they need help working their external equipment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.